Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 54106ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 54106ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per the package insert, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 54106ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who did not have any cardiac symptoms. The patient was tested for several days, and the results remained elevated. The following data was provided: (B)(6) 2023 result = 1071 pg/ml (B)(6) 2023 result = 981 pg/ml (B)(6) 2023 result = 862 pg/ml (B)(6) 2023 result = 1279 pg/ml new sample (date unknown): untreated serum result = 228.1 pg/ml serum processed in heterophilic blocking tube (hbt) result = 333.1 pg/ml per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml, for females = 15.6 pg/ml, and for male = 34.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who did not have any cardiac symptoms. The patient was tested for several days, and the results remained elevated. The following data was provided: (B)(6) 2023 result = 1071 pg/ml (B)(6) 2023 result = 981 pg/ml (B)(6) 2023 result = 862 pg/ml (B)(6) 2023 result = 1279 pg/ml new sample (date unknown): untreated serum result = 228.1 pg/ml serum processed in heterophilic blocking tube (hbt) result = 333.1 pg/ml per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml, for females = 15.6 pg/ml, and for male = 34.2 pg/ml. No impact to patient management was reported.